Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was alleged that the pump was off by five minutes per month. There was no indication that the product caused or contributed to an adverse event. This issue is being reported time loss or gain during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: a review of the black box showed no unexplained time loss/gain issues. Several manual time and date changes were found in the black box. The pump passed time keeping accuracy testing. The pump was able to maintain the time and date settings with accuracy, and no hypersensitive or stuck keys were found on the keypad. The time loss/gain issue was not duplicated during investigation.